Manufacturer narrative:
This lead was explanted on (B)(6) 2020 due to oversensing. Device data of the ICD as well as a proximal and a distal fragment of the lead where returned for analysis. Ilesto 7 hf-t promri df-1. The returned device data have been analyzed. The analysis of the available iegm revealed noise in the farfield and the right ventricular channel. No therapy was delivered as a result of the noise signals. There was no indication of a device malfunction. Linox smart promri s 65 . Upon receipt the lead was found cut 11 cm distal to the connector pin. A proximal and a distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment. The performance of the returned lead fragments was scrutinized including a visual and electrical inspection. During visual inspection multiple signs of wear have been observed along the lead body. In particular in the distal lead area the insulation was found damaged due to wear. A short circuit was measured. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There were no signs of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 68 months after the implantation oversensing episodes were noted in regard to this rv lead.